Event description:
It was reported about an opus screwdriver implant that during a rotator cuff repair surgery broke on the end section. The implant broke into fragments inside the patient and all the fragments were removed using graspers. In consequence, an additional bone hole was needed. Nevertheless, the procedure was successfully completed without delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10 h3,h6: the (2) two speedscrew implant devices, used in treatment, were returned for evaluation. A relationship between the devices and reported incident was not established. From the information provided, "during a rotator cuff repair surgery broke on the end section. The implant broke into fragments inside the patient and all the fragments were removed using graspers. In consequence, an additional bone hole was needed." A review of manufacturing records for the reported lot number 2021762 found no non-conformances or anomalies during manufacturing process related to the reported event. A review of the product/print specifications and assessment of material characteristics found no discrepancies and no further action is required. Visual evaluation shows 2 (two) devices non-deployed have been returned. The device is partially loaded with clinical suture reeled in by the snare lines. The plug is still attached to device tube barrel on both devices. No manufacturing discrepancies observed. The complaint was not verified as the implants were not returned. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) incorrect alignment during or after insertion. (2) excessive torque (3) incorrect bone hole preparation. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.